Event description:
It was reported that a pt sustained a burn after he was scanned with a signa excite 1.5t for bilateral knees (first left knee then right knee and both studies finished ok, each study lasted approx 23 minutes). The pt left the site without any problems, but after 10 days, he returned and informed the hospital that on the 8th day, burns appeared on his right knee, in the zone where the coil was located. The size of the blisters combined appear to be greater than 2.5cm. The pt was seen by a dermatology specialist. The pt was padded during the exam, both away from the sides of the bore and other skin to skin contact areas. Each knee that was scanned was also padded between the knee and the coil. The pt was scanned with the medical advanced knee coil.

Manufacturer narrative:
Initial reporter phone number and occupation were not provided. A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The root cause of the injury could not be determined. No further actions are planed at this time.